Event description:
It was reported to tycohealthcare/kendall in 2002 that a customer had a problem with a combitube. The customer stated that the pt has esophageal stricture and tongue paralysis status post use of combitube. According to the customer the combitube was left in place for 48 hours until at which point the pt trached. Customer also stated that the pt now can not swallow and is being fed via g-tube.